Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was could not be confirmed as no log files were submitted for evaluation. Although the cause of the reported low flow alarms cannot be conclusively determined through this evaluation, the center reported the low flow alarms were caused by the reported thrombus. A direct correlation between the device and the reported thrombus could not be conclusively determined. Furthermore, the report of thrombus could not be confirmed as the device was not returned for evaluation. It was reported that the pump would not be returned for evaluation as it remained with the patient. Device thrombosis is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired due to pump thrombosis. Cause of death was cardiogenic shock in the setting of massive outflow cannula thrombus causing low flow/no flow from lvad. The patient was not a surgical candidate due to multiple medical issues; the patient was placed on comfort care. It was stated that the death was considered device related and that the device had multiple low flow alarms. No further information was provided.